Manufacturer narrative:
D9: product received on 4/10/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The cause of the issue was found to be that both pressure gauges were damaged. Both pressure gauges were replaced to fix the issue.

Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device pressure chambers were working intermittently which caused delays in the administration of pellets and plasma. There was patient involvement, but no report of patient harm.